Manufacturer narrative:
Other relevant device(s) are: product ID: yrirhxc1685, serial/lot #: (B)(4), UDI#: (B)(4); product ID: yrirhxc1685, serial/lot #: (B)(4), UDI#: (B)(4); product ID: yrirhxc16115, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx bifurcated stent graft system was implanted in the patient for the endovascular treatment of an 83mm aaa. Approx. 16 years post implant, it was reported a CT showed the stent graft had migrated into the aneurysm sac. Intervention was performed the following day at a different facility. During the intervention occlusion of the right external iliac was observed, it was reported the right internal iliac however was patent. Coils were placed at the distal end of the right iliac limb. An endurant 36x14x102 aui was then implanted at the proximal aorta below the left lowest renal artery. The aui was then extended with an etlw1616c124e into the left limb with an additional etlw1616c93e to extend out of a tortuous area of the iliac artery. Ballooning was then performed to complete the procedure with no endoleaks observed on final angiogram. The cause of the event could not be determined. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Additional information received; it was reported it was the main body bifurcate yrbrhxc2816165 that migrated. It is unknown which of the iliac limbs was on the right side of the patient where the external iliac artery was occluded. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the reported stent graft migration was confirmed on the films provided; however, the cause of the event could not be determined. Sequential post-implant CT¿s showing the patient anatomy and the stent graft in vivo configuration were not received for a thorough analysis of the progression of the patient¿s condition. It is possible that disease progression with aneurysm morphology changes over the 16 years of implantation may have been a factor in the migration of the stent graft observed. Analysis of the returned images did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10: ubd updated product ID: yrirhxc1685, serial/lot#: (B)(6), ubd: 2007-02-17, UDI#: (B)(4); product ID: yrirhxc1685, serial/lot#: (B)(6), ubd: 2007-02-17, UDI#: (B)(4); product ID: yrirhxc16115, serial/lot#: (B)(6), ubd: 2007-02 -25, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.